Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, q-syte didn`t go tightly into cannula. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, q-syte didn`t go tightly into cannula. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR: all challenge, set-up and in process inspections were performed per quality control plan and all passed per specifications. No quality notification were initiated. Received one q-syte unit along with an open-empty package from lot number: 7301745. Visual/microscopic evaluation: the septum top disk a tear at one of the slit edges. No damage was found on the column wall no further damage was observed on of the remainder areas of the q-syte unit. Connections the q-syte was connected to a lab provided luer lock syringe, the connection was successful, no resistance was felt and the unit did not disconnect. The q-syte was connected to a lab provided slip luer syringe, the connection was successful, no resistance was felt and the unit did not disconnect. Investigation conclusion: a definite source that contributed to the tear on the top slit could not be established. The damage is normally attributed to incorrect usage or excessive actuations. The connections performed using the q-syte unit were successful, no resistance was felt and no disconnections occurred.